Event description:
It was reported that the pump had downstream occlusion sensor damage. There was no patient involvement. The issue was discovered during testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Dso (downstream occlusion) seal is cracked. Performed downstream occlusion test 3 times, all passing with the result of 25.11, 25.03, and 24.32. Customer's reported issue could not be duplicated through downstream occlusion testing. Replaced dso seal. Units also had incorrect item number on the physical label of the device. Applied new label with the correct item number. Calibrated dso sensor. Updated software to the latest version and reset to standard configuration. Performed pvt (performance verification testing), unit passed all test criteria.